Manufacturer narrative:
The reported events of failure to capture, failure to sense, and high impedance were not confirmed. A complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the initial right ventricular (rv) lead exhibited low current of injury (coi), high pacing impedance, loss of capture and loss of sensing. Multiple repositioning attempts were done but were unsuccessful. The physician opted to place another rv lead however the second rv lead failed to sense r waves and exhibited negative coi deflection upon psa connection. Both the rv leads were not used and replaced on (B)(6) 2025. The patient was in stable condition.